Event description:
Clinical study. It was reported that 713 days after a coronary drug eluting stenting treatment procedure, the patient died. The patient was transferred from another facility on the day of the initial index procedure for further evaluation of pulmonary edema and acute coronary syndrome. Target lesion 1 (16mm long) was identified in the proximal left circumflex (prox cx) with 100% stenosis and a 3.0 mm reference vessel diameter. The lesion was not calcified and presented with mild tortuosity. Target lesion 1 was treated with predilatation and placement of a 3.00mm x 20mm taxus express 2 drug eluting stent. Residual stenosis was 0%. The patient was discharged four days later with discharge medications of aspirin and clopidogrel. At 704 days post coronary index procedure, the patient was admitted following a syncopal episode. Of note, immediately upon this episode, a relative took the patient's blood sugar and found it to be 119 in the field. Plans were made to transfer the patient to another facility for further evaluation and care in the assumption that potential for cardiac etiology of his syncopal episode was substantial. Per source, an automatic implantable cardioverter-defibrillator (aicd) had been implanted. At 713 days later, the patient presented to the emergency department by ambulance. He had been walking to their car, accompanied by a family member, when he suddenly went down hitting the left side of his face on the ground. The patient was intubated by paramedics. They found quite a bit of blood in the endotracheal tube. He had been unresponsive from the time that he went down. On arrival in the emergency room, he remained unresponsive and demonstrated decerebrate posturing. He was treated with medications and IV fluids. A cat scan of the head showed an extensive subarachnoid hemorrhage, left subdural hematoma and an extensive mass affected with transtentorial and a local uncal herniation. He was transferred to the intensive care unit. His family made the decision to withdraw support and the ventilator was discontinued and the patient expired. The cause of death was extensive intracranial hemorrhage with underlying causes of the fall, syncopal episode and unknown etiology. The other significant conditions were cardiovascular disease and asbestosis per the death certificate. No autopsy was performed. In the opinion of the physician, the target vessel was not involved. In september 2007, the clinical events committee adjudicated the event as unknown if related to the taxus stent or target vessel.

Manufacturer narrative:
Device evaluation: the stent remains in the pt and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specs. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.